Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent prematurely deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the jejunum to treat gastric outlet obstruction due to peritoneal carcinoma during a gastrojejunostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the axios stent was successfully deployed; however, after deployment, the stent moved out of position and into the patient's stomach. The stent was then removed from the patient and the physician reloaded it onto the delivery system. The physician then attempted to deploy the stent within the patient again, but the stent prematurely deployed into the patient's stomach. The stent was again removed from the patient and the procedure was completed with another hot axios stent and delivery system. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable. Note: the hot axios stent was being implanted transgastric to the jejunum to treat gastric outlet obstruction; however the hot axios stent and delivery system is not indicated for gastrojejunostomy procedures. Additionally, the hot axios stent and delivery system is a single use device and is not intended to be reloaded and reused.

Manufacturer narrative:
A fully deployed hot axios delivery system was received for analysis. The stent was not returned. A visual evaluation of the device noted that the polyimide inner shaft was kinked. A functional evaluation revealed that the deployment step locks worked as expected. There was no other damage to or issue with the device. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. It was reported that the axios stent was being implanted to treat gastric outlet obstruction due to peritoneal carcinoma, however the dfu states "the hot axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract." The reported complaint also indicates that the stent was reloaded onto the delivery device after the initial deployment attempt. However, the dfu states that the device is for single use only. The investigation concluded that the device was not used in the intended anatomy, which likely contributed to the reported positioning issues. The investigation also concluded that the re-use of the single use device likely contributed to the reported premature deployment. Therefore, the most probable root cause for this complaint is user/use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the jejunum to treat gastric outlet obstruction due to peritoneal carcinoma during a gastrojejunostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the axios stent was successfully deployed; however, after deployment, the stent moved out of position and into the patient's stomach. The stent was then removed from the patient and the physician reloaded it onto the delivery system. The physician then attempted to deploy the stent within the patient again, but the stent prematurely deployed into the patient's stomach. The stent was again removed from the patient and the procedure was completed with another hot axios stent and delivery system. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable. Note: the hot axios stent was being implanted transgastric to the jejunum to treat gastric outlet obstruction; however the hot axios stent and delivery system is not indicated for gastrojejunostomy procedures. Additionally, the hot axios stent and delivery system is a single use device and is not intended to be reloaded and reused.